Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during advancement of the pta balloon catheter along an 0.035" guidewire, the catheter allegedly became stuck. It was further reported that the health care provider (hcp) advanced the balloon catheter and guidewire together as a single unit to the treatment site in the left forearm av fistula. It was stated that during the second inflation, the balloon allegedly ruptured at 24 atm. There were no reported retraction difficulties through the sheath and the balloon catheter and guidewire were removed together as a single unit. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon size for this product is printed on the hub and identified the returned sample as a 5mm x 4cm balloon. A partial circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under microscopic magnification and the edges of the break were slightly jagged. The catheter was kinked throughout its length. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kinks. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using the customer's returned guidewire, and it passed with resistance at the kinks. The patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed with resistance at the kinks. With the guidewire in place, the inflation hub was connected to an inflation device. Water was used to inflate the balloon. The balloon was inflated to rbp (24atm). Upon reaching rbp, the balloon began to leak at the proximal butt joint. The balloon was deflated without issue. The proximal butt joint was examined under microscopic magnification (20x) and a partial circumferential shaft break was noted at the proximal butt joint. The edges of the break were slightly jagged. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial break at the butt joint. The investigation is inconclusive for device-device incompatibility, as full functional testing could not be performed due to the poor sample condition (i.e. Kinked catheter). The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.